Event description:
The device stopped activating during first half of procedure. When the buttons were pressed on the disposable, no activation of generator was noticed. A second disposable was used to complete case with no pt consequence.